Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider thisreport complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer had a excessive no delivery alarm on the insulin pump. The customer's blood glucose level was 180 mg/dl. The customer stated that the delivery alarmed was resolved by infusion set change. The customer doesn't want to return the infusion set for analysis and also doesn't want to return the reservoir for analysis. The customer was advised to call when the alarms occurs in order to troubleshoot. No further information was reported.